Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed outside the dialyzer and the machine alarmed. Dialyzer has a crack on the arterial side of top part by the head. Estimated blood loss was 250 cc's. Pt did not require any medical intervention. Sample has not been returned to the MFR.